Event description:
It was reported that the ilet screen was unresponsive and would not unlock despite guided troubleshooting, including app restart and a forced firmware update attempt. Symptoms included no clinical effects and no reported changes in blood glucose. Outcomes included device replacement logistics with guidance to shut down the device, sync data to the mobile app, and continue glucose monitoring with the cgm application or receiver. Investigation included customer service troubleshooting and education. Investigation of this case revealed that the issue persisted after standard troubleshooting steps. It was concluded that the device exhibited a screen malfunction requiring replacement and that patient safety was not impacted.